Manufacturer narrative:
The insulin pump was received with moisture damage on lcd board. However, the insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The insulin pump has cracked reservoir tube lip, cracked display window, cracked case at display window corner and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer dropped her pump in the toilet and part of the pump chipped off. Customer's most recent blood glucose level was 122 mg/dl. Customer declined to troubleshoot for high or low blood glucose levels because the issue did not start until after the pump went into the water. Customer was assisted in performing self test and the test passed. Insulin pump would be replaced due to cosmetic damage. There was also a possible crack above the screen and chips of plastics were missing from the reservoir compartment from falling in the toilet. Customer was advised to discontinue use of the pump and that the pump will need to be replaced. No additional information provided.